Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high troponin t hs stat result for one patient sample. The initial result was 19.73 ng/l. The repeat results were 5.83 ng/l and 5.38 ng/l.. The result of 5.38 ng/l was reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number was 17645201 with an expiration date of 12/31/2017. The customer was using a too short centrifugation time which may have affected the sample quality.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. In additional to the too short centrifugation times, other typical root causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte.